Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) was unable to calibrate the pressure drive regulator. To fix the issue the fse replaced the drive regulator which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate pressure. There was no patient involvement, and no adverse event reported.